Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for repair of an incarcerated umbilical hernia. A bard/davol ventralex hernia patch, reference number 0010302, lot number huwg0586 was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to remove infected umbilical mesh and repair recurrent umbilical hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015, the patient underwent surgery for repair of an incarcerated umbilical hernia. A bard/davol ventralex hernia patch, reference number (B)(4), lot number huwg0586 was implanted to repair the hernia defect. On (B)(6) 2016, the patient underwent an additional surgery to remove infected umbilical mesh and repair recurrent umbilical hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: on (B)(6) 2015, patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, "the hernia sac was identified and removed. Old adhesions were lysed and a ventralex mesh was attached to the fascia and sutured." On (B)(6) 2016, patient was diagnosed with hernia recurrence, pain and infection thereby underwent repair with mesh removal. (Note: there was no operative notes provided). Attorney alleges that the patient had pain, hernia recurrence, infection, removal of mesh and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Attorney alleges that the patient had infection, pain, hernia recurrence and mesh explant post implant of ventralex mesh. The instructions-for-use supplied with the device lists pain as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.